Event description:
The reporter called on behalf of pt alleging that their one touch ultra meter was reading inaccurately low. The pt obtained a 335 mg/dl on their meter and a 350 mg/dl was obtained a physician's meter greater than 30 minutes later. The pt did not experience any symptoms during the time of concern and did not receive any treatment. The customer service representative discovered that the test strip vial was cracked and the teststrips had unusual colored markings. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's test strips and control solution were replaced.